Event description:
Reported at 10 pm, device = 225 mg/dl. Customer took insulin and went to bed. At 5 am, customer stated feeling dizzy and having hypolycemic symptoms. Device = 32 mg/dl. Customer called 911 and drank a glass of juice with sugar before paramedics arrived. Paramedics device = 21 mg/dl. Customer ate turkey and dressing and began feeling better. No controls were used. A request was made for return product and replacement product was sent.